Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report. Further investigation will not be required as the device has not been returned.

Event description:
Related manufacturer reference number: 2017865-2020-10822. It was reported that the patient presented in the hospital with an infection. There is no known allegation from a health professional that suggests the infection was related to the single chamber implantable cardioverter defibrillator system. The physician explanted the device and right ventricular lead.

Manufacturer narrative:
Analysis was normal. No anomalies were noted.